Manufacturer narrative:
H3: product analysis. As found condition: the solitaire fr 6-30 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The non-medtronic (taijie) microcatheter was not returned with the solitaire stent device. Additionally, the microcatheter model and size were not reported. Therefore, any contribution of the microcatheter, including compatibility, could not be determined. Damaged location details: the solitaire fr 6-30 stent finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The stent¿s working length struts were in good condition, while the non-working length struts were kinked at the teardrop struts. No irregularities were found outside the proximal marker. The marker coil was kinked at ~5.0cm to ~5.5cm from the distal tip. No bends or kinks were found on the pusher wire. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 6-30 stent device cannot be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ report was confirmed, as the teardrop struts and marker coil on the returned solitaire fr 6-30 stent device were found to be kinked. The damage likely occurred when the customer attempted to deliver the solitaire fr 6-30 stent device through the non-medtronic (taijie) microcatheter against resistance. Possible resistance causes include vessel tortuosity, an incompatible/damaged catheter, the user not maintaining the correct flush rate, or a lack of continuous flush with saline/heparinized saline during delivery. In this event, the customer stated that a continuous saline flush was administered and maintained, ruling out a lack of continuous flush with saline/heparinized saline during delivery as a possible cause. Therefore, vessel tortuosity, an incompatible/damaged catheter, or the user not maintaining the correct flush rate could have contributed to the resistance failure. However, the root cause of the resistance failure could not be determined. Since the non-medtronic (taijie) microcatheter was not returned, and the model and size were not reported, any contribution of the catheter to the resistance failure could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that a continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was admitted to the emergency department with a diagnosis of acute cerebral infarction. Angiography confirmed an embolism at the c6 segment of the internal carotid artery, and emergency thrombectomy was planned. The proximal intermediate catheter was used for support, and the distal taijie microcatheter, along with an avigo guidewire, was passed through the embolized segment. Angiography confirmed that the microcatheter was in the true lumen and that the distal vessels were patent. Swim thrombectomy was planned, and a 6-30sfr stent was selected for the procedure. The stent packaging was intact and it was thoroughly hydrated. The stent was delivered from the y-valve into the microcatheter and pushed slowly. Initially, the delivery was smooth, but resistance was suddenly encountered, and the stent could not be pushed to the tip of the microcatheter. Multiple attempts failed to resolve the issue. Upon withdrawal, it was found that the soft connection of the stent had become kinked. To ensure patient safety, a new thrombectomy stent was used instead to repeat the procedure, the stent entered the microcatheter normally and the operation went smoothly. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing emergency admission, stroke surgery.